Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and unexpectedly shutdown. Customer¿s blood glucose level was 283 mg/dl. Despite multiple attempts the pump was unable to be charged, a replacement pump has been sent to the customer. The customer reverted to an alternate method of insulin therapy.